Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. Additional information was requested, and the following was obtained: 1. Regarding "impermeability problem of small intestine": was a leak confirmed? No leak observed. 2. How was the leak controlled? Prevention by reinforcement with prolene 4/0 suture. 3. Could you please clarify if there were any patient consequences? No patient. Consequence noticed. Only a surgical delay related to the second unsuccessful stapling. 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No post-op change.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. D4 batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Regarding "impermeability problem of small intestine": was a leak confirmed? 2. How was the leak controlled? 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total pancreatectomy by laparotomy when the device was first fired, there was nothing to report. When the device was fired a second time, spikes of the staples visible on the suture. Impermeability problem of small intestine : probable anastomotic leak in postoperative. Replacing the staples line with a thread.